Event description:
It was reported that pump experienced malfunction alarm malf 24 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was in warranty, arranged shipment of replacement pump with updated software, advised customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and instructed customer to program pump settings and connect continuous glucose monitor to replacement pump.